Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal would not load properly. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.

Event description:
The report rec'd through the legal dept indicated that the pt had two (2) unk cypher stents implanted in the right coronary artery (rca) during the index procedure. The pt was discharged and prescribed plavix for three months for antiplatelet therapy. Approximately two (2) years after the index procedure, the pt developed acute coronary syndrome (acs) with a highgrade lesion at the site of the previously implanted cypher stents. This was also reported as a late stent thrombosis and was reported to have caused a myocardial infarction (mi). The treatment for the very late stent thrombosis included implantation of an add'l stent. No add'l info was available.

Manufacturer narrative:
This female patient experienced the formation of thrombus during implantation of two cypher stents and restenosis approximately two years post implantation. Past medical history includes hyperlipidaemia, esophageal reflux, cad, hysterectomy, breast implants and smoker. The indication for the index procedure was an acute inferior myocardial infarction. This patient's emergent presentation with an ami puts her at increased risk for mace. In addition, his presentation with an ami puts her in a hypercoagulable state and at increased risk for thrombotic events. Angiogram revealed total occlusion over a long segment of the mid rca and there was 20-30% stenosis in the ostial lad and 40% discrete lesion in the mid lad. A competitor's balloon (maverick) was used to pre-dilate the distal rca which resulted in complex ventricular ectopy and accelerated idioventricular rhythm. Marked bradycardia also occurred which responded to atropine. The rca lesions was successfully treated with the implantation of a 2.5x13mm cypher stent followed by a 2.5x18mm cypher stent overlapping and proximally to the first stent. There was 95% stenosis in the posterolateral branch which was balloon dilated because of inability to primarily stent the lesion. Post-dilation is conducted with no residual stenosis and timi iii flow. There was a small mobile thrombus in the vessel during the procedure which ultimately lodged in the distal portion of the posterolateral branch at termination of the procedure. Reopro drip was administered. Two days post procedure, the patient had an episode of chest discomfort associated with hypotension and bradycardia. Beta-blockers were reduced and the events resolved. Medications prescribed at discharge included aspirin and plavix, lopressor, mavik, and lipitor. In cardiac rehabilitation, the patient was strongly encouraged to discontinue tobacco use, follow appropriate diet and physical activity. Approximately two years later, the patient was hospitalized with acute coronary syndrome. Coronary angiography revealed a new, 90-95% discrete stenosis proximal to the previously implanted cypher stent in the mid rca. Successful stenting of the proximal rca with a 2.5x18mm cypher was conducted and the event resolved. (B) (4): the device remains implanted in the patient and is not available for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot y0104567 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information was requested to the coating site for coronary artery restenosis. The investigation revealed that (B) (4) was issued during the coating process due to missing temperature, humidity and drying conditions for stents 355-360 on 1 ½ tc. Drying conditions were not confirmed for stents 355-359 since the drying conditions are not correctly documented. Stents 355-359 were scrapped and stent 360 was rejected previously; rest of the lot retains original disposition. Cats (B) (4) was opened to evaluate alternatives to explicitly include drying conditions confirmation for all the stents in a tray where four (4) stents were used for calibration on top. This non-conformance bares no relation to the complaint reported. Mrr (B) (4) was generated because of stent pouch not seal for stent lot # 0701040246; lot was accepted per specification, (B) (4) units. Cats (B) (4). This non-conformance bares no relation to the complaint reported. Thrombotic events are known potential adverse events associated with coronary artery stenting. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a type of treatment of the disease process and it is not a prevention or cure of the progression of atherosclerotic artery disease. There are patient factors, (acute mi presentation, smoking, hyperlipidaemia) that may contributed to these events. This is one of two products used during the same procedure. Please reference MFR. Report # 3003742446-2009-00220 and # 3003742446-2010-00097.

Manufacturer narrative:
The devices remain implanted in the pt and are not available for inspection. Please note that this report represents two products with unk catalog and lot numbers. This female pt of unk age and medical history experienced a thrombotic event and a myocardial infarction approximately two years after implantation of two cypher stents. The indication of the index procedure was unk. Percutaneous coronary intervention was performed in the right coronary artery (rca). Description of the vessel such as percentage of stenosis, tortuosity, presence of calcification, etc, was not reported. Vessel classification was not reported. Baseline measurement of ejection fraction was not reported. There is no info regarding procedural details such as: debulking or pre-dilatation of lesion before stent deployment, pre and post procedure cardiac enzyme values, pre and intra-procedure medications used. Two cypher stents of unk length and diameter, unk lot number and unk expiration date, were deployed at unk pressure in an unidentified section of the rca. Post dilation of stents was not reported. The residual diameter stenosis was not reported. Confirmation of complete stent apposition to the vessel wall by ivus was not reported. Timi flow was not reported. The report did not indicate when the pt was discharged from the hosp. Post-intervention, plavix was prescribed for 3 months. Approximately two years later, the pt developed acute coronary syndrome with a high-grade lesion at the site of the stent. This was also reported as late stent thrombosis, which caused myocardial infarction. Treatment included add'l stent placement. No add'l info was available. The products remained implanted in the pt and are thus, not available for eval. A device history records (DHR) review could not be conducted because the lot numbers of the products were not reported. Thrombotic events are a known potential adverse event following stent implantation. Pts who are known to be at high-risk for thrombotic events include those with long lesions, a vessel diameter less than 3 mm and previous thrombus. With such limited pt and procedural info available for review, the lack of availability of the product's lot number to perform a DHR review and the unavailability of the product to analyze, it is not possible to determine what factors may have contributed to these events. Please note that this is the initial/final report for these products.

Event description:
It was reported that during a transforaminal lumbar interbody fusion (tlif) procedure, a drill bit broke during use. No fragments were reported to have fallen into the surgical site. Back-up equipment was used to complete the procedure, without causing a clinically-relevant delay. No user or patient injury was reported, and no adverse consequences were alleged with this event.

Manufacturer narrative:
Additional information was received for this complaint file: the information received through the legal department indicated that the patient presented to the emergency room with an acute inferior wall myocardial infarction (ami). A percutaneous coronary intervention (pci) was performed, and the patient had two cypher stents implanted in the mid right coronary artery (rca) during the index procedure in overlapping fashion: a 2.5 x 13 mm stent distally and a 2.5 x 18 mm stent proximally. Approximately two years after the index procedure, the patient experienced an inferior wall mi. Coronary angiography was performed and a 90-95% stenosis was noted proximal to the previously implanted cypher stents. The lesion was treated by implantation of an additional cypher 2.5 x 18 mm stent. The patient was discharged the day after the procedure. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 3003742446-2009-00220 and # 3003742446-2010-00097.